Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5146765, model/ catalog description: infiniion cx lead kit, 70cm.

Event description:
A report was received that the patient fell and had since been experiencing pain with stimulation on. High impedances were noted and the physician suspected that one of the lead was fractured.

Event description:
A report was received that the patient fell and had since been experiencing pain with stimulation on. High impedances were noted and the physician suspected that one of the lead was fractured.

Event description:
A report was received that the patient fell and had since been experiencing pain with stimulation on. High impedances were noted and the physician suspected that one of the lead was fractured. Additional information was received that the patient underwent a lead replacement procedure. The patients device was turned on and patient was doing well postoperatively. The explanted leads were discarded.